Event description:
It was reported that the device was used during a video assisted thoracic surgery. It was reported by the rep that while performing the procedure the surgeon fired the ez45b across the lung tissue. The stapler fired and staples were formed but the knife blade did not transect the tissue at all. The surgeon used a metz to transect between the staple lines.